Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Ethicon, the distributor of the device, reported that a patient developed an infection, with pus, beneath the biopatch antimicrobial dressing. The microorganism (B)(6)) was identified. The indication for use of the device was not stated. Integra has requested additional clinical information. No additional information has been received to date.